Manufacturer narrative:
Pending engineering evaluation.

Event description:
Revision of knee components. Patien had fallen over and had a mid-shaft fracture, which was plated. Subsequently, the patient developed an infection. The surgeon decided to remove the prosthesis and during the process the femoral component "fell out".

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of a combination of the patient's fall and subsequent infection, which allowed the femoral component to loosen.

Event description:
Revision of knee components. Patient had fallen over and had a mid-shaft fracture, which was plated. Subsequently, the patient developed an infection. The surgeon decided to remove the prosthesis and during the process the femoral component "fell out."